Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04098.

Event description:
It was reported that bilateral patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 12 years later due to elevated metal ion levels. MRI showed a pocket of fluid around the hip. Patient indicated the surgeon gave him a ball after the procedure. At this time it is unknown if all devices were removed or just the ball. He indicated a ceramic system was used to replace what they removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with medical records provided. Operative notes showed altr. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04128 0001825034 - 2019 - 04098 0001825034 - 2020 - 00762.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a bilateral patient underwent left total hip arthroplasty and subsequently underwent a revision procedure approximately 9 years later due to pain, elevated metal ion levels, altr, and metallosis. MRI showed a pocket of fluid around the hip, which is an ongoing issue related to tissue damage from metallosis, however, pt remains asymptomatic and without further intervention. Attempts have been made and no additional information is available at this time.